Event description:
The angiosculpt catheter was used to treat a slightly plaque distal anterior tibial artery. After inflation to 8 atm, the balloon was unable to deflate. An access needle was used to puncture the balloon through the skin in order to deflate the balloon. A 2.0 armada device was used to tamponade the area of the puncture site. The procedure was completed with the angiosculpt catheter. There was no patient injury reported. This product problem and adverse event is being submitted due to the balloon deflation issue, requiring additional intervention.

Manufacturer narrative:
Block a2/a3b/a4: the patient's dob, gender, and weight are unknown. This information was not available from the facility. Block b6: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Block h3: the angiosculpt device was returned for evaluation. Visual inspection found a damaged distal tip. Functional/subsequent testing identified the balloon was unable to inflate when pressurized to 8 atm (nominal). Further microscopic inspection found the distal portion of the balloon was kinked. To determine the cause, the proximal bond and the intermediate bond were dissected to separate the transition tubing from the bonds. This allowed the transition tubing to slide proximally over the catheter shaft, exposing underneath the distal shaft. For evidence of necking, using a snap gauge, measurements of the distal shaft od were obtained and showed 0.0315", which was below the acceptable specification of 0.0335" +/- 0.001". Using an indeflator filled with hot water, the balloon was pressurized to nominal but was unable to inflate due to a slow leak observed. Under microscopic inspection, a puncture on the balloon was confirmed, which aligns with the reported complaint that an access needle was required to deflate the balloon. Block h6: based on the device analysis, the reported complaint of the balloon unable to deflate could not be replicated due to the nature of the returned device (balloon punctured). However, necking was observed on the distal shaft that could have contributed to the balloon deflation issue, but the cause could not be established. A review of the DHR and manufacturing process could not confirm a cause related to design and/or process failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.